Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found that the unit declared multiple errors in the event log (machine and proximal pressure sensor failure, over voltage protection circuit failure, barometer calibration data error and air flow sensor calibration data error). The fse noted that the data acquisition (da) and power management (pm) printed circuit board assemblies (pcba) were disconnected. The fse secured the da and pm pcba by reseating them firmly into the unit and the unit powered on. The fse also secured the ribbon cable that connects the boards and the issues were resolved.